Manufacturer narrative:
The test strips are no longer available to return.

Event description:
The point of care coordinator complained of erroneous glucose results for 1 patient ID from accu-chek inform meter with serial number (B)(4). The finger stick glucose result on the meter at 5:03 p.m. Was 307 mg/dl. The finger stick result on the meter with the same patient ID at 5:05 p.m. Was 162 mg/dl. The point of care coordinator believes the results were from 2 different patients and that the nurse scanned the wrong patient ID, however, the nurse denies this. No additional laboratory or meter tests were taken at this time. The nurse based her decision on the result of 162 mg/dl since the patient never had results in the 300 mg/dl range previously. Quality controls were performed within 24 hours of the tests and were acceptable. No adverse event occurred. The patient has since been discharged. The test strips were requested for investigation; however, they are no longer available and will not be returned. A specific root cause could not be identified for this event. Since the product is not available, the investigation could not be completed. The investigation noted that the caller believed the results were from 2 different patients and the wrong ID was scanned, however, this could not be confirmed. If this did occur, it would explain the difference in results.